Event description:
Reporter alleged blood glucose readings appeared high for several weeks. It was stated on one occasion, glucose measured 170 mg/dl; however, she felt glucose was higher so she went to the doctor. Custmer stated the doctors' meter read 102 mg/dl compared to the customers' meter reading of 199 mg/dl when performed within less than 3 minutes of each other. Customer indicated doctor changed the type of oral diabetes medication she was taking; however, no other actions were taken or medical treatment was received. A request was made for the return of the suspect device and replacement product was sent.